Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. The customer stated that they dropped their insulin pump. Customer's blood glucose level at the time 235mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a cracked case at the reservoir tube window corner.